Event description:
It was reported that a spectrum infusion pump alarmed "door not fully latched". It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom "door not fully latched" alarms. The force required to secure the door was above expected levels. The door hooks were replaced and the unit was reworked to correct the condition.